Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) utilizing an alto main body along with two (2) ovation ix iliac limbs and ovation prime fill polymer. During the initial implantation procedure, the presence of a type 3a endoleak was observed. In an effort to achieve adequate sealing, the physician performed balloon angioplasty and introduced two (2) additional ovation ix iliac limbs. However, these interventions failed to resolve the leakage issue. As part of the ongoing monitoring process, the physician has scheduled a follow-up computerized tomography (CT) scan after a period of thirty (30) days to assess the potential resolution of the type iiia endoleak.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) utilizing an alto main body along with two (2) ovation ix iliac limbs and ovation prime fill polymer. During the initial implantation procedure, the presence of a type 3a endoleak was observed. In an effort to achieve adequate sealing, the physician performed balloon angioplasty and introduced two (2) additional ovation ix iliac limbs. However, these interventions failed to resolve the leakage issue. As part of the ongoing monitoring process, the physician has scheduled a follow-up computerized tomography (CT) scan after a period of thirty (30) days to assess the potential resolution of the type iiia endoleak. Additional information: a clinical assessment was done and showed the occurrence of a type ii endoleak (non-device related failure), which was not originally documented in the initial event report. The type ii endoleak was detected on august 1, 2023, during an examination of procedural photographs. It was also reported that the patient had not come back for their follow-up computerized tomography (CT) scan.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the alto, intraoperative type iiia endoleak is unconfirmed. This is not consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type ii endoleaks (non-device related failure) also occurred. The type ii endoleaks were discovered on august 1st,2023 during the review of procedural photos. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as discharged to home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem - updated. G3: date of received by manufacturer - updated. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.